Event description:
It was reported to philips that vm4 was malfunctioning while the on off key was pressed. The complaint device was in use at the time that the issue was discovered. No patient harm was reported.